Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation in the heart, faradrive steerable sheath clear, was selected for use. It has been mentioned that air contamination was noted. Aspiration was performed with the catheter still inside the sheath, however, several particles of air were visually confirmed in the sheath shaft. The procedure was completed successfully by using original device. No patient complications have been reported. The product is expected to be returned. It was further informed starter guidewire and farawave catheter were inside the sheath prior to, and/or at the time, the air was observed. Pump (terumo syringe pump) 20cc/hr was used for the irrigation of sheath. The guidewire was exited from the distal end of farawave catheter. No other issue has been reported.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation in the heart, faradrive steerable sheath clear, was selected for use. It has been mentioned that air contamination was noted. Aspiration was performed with the catheter still inside the sheath, however, several particles of air were visually confirmed in the sheath shaft. The procedure was completed successfully by using original device. No patient complications have been reported. The product is expected to be returned. It was further informed starter guidewire and farawave catheter were inside the sheath prior to, and/or at the time, the air was observed. Pump (terumo syringe pump) 20cc/hr was used for the irrigation of sheath. The guidewire was exited from the distal end of farawave catheter. No other issue has been reported.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Inspection found damage to the outer face of external valve. Based on additional information from the supplier, this defect would have been discarded during quality control and would not have been used in manufacturing. Therefore, this defect must have occurred in the field, and the root cause cannot be confirmed.